Manufacturer narrative:
(B)(4). Date sent 11/25/2024. D4 batch #872c82. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was returned with no apparent damage and with no reload present on the device. During the functional test, while trying to load the test cartridge into the device channel, it could not be loaded. Further analysis shows that the wedge guide was partially advanced this condition did not allow the load from the reload. In addition, a dry fired was performed and the closure trigger was closed, but the firing trigger was noted jammed. Due to the condition of the device no functional test was performed. The device was disassembled to verify the condition of the internal components and the triangle image on the pinion & gear was not properly aligned with the short rack. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 872c82, and no non-conformances were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic appendectomy procedure that on the first attempt to use the device it was noticed prior to attempting to fire that some of the staples had been deployed. When they attempted to fire the device locked out. Device was reloaded and they experienced the same issue. A third reload was loaded into the stapler to continue with the procedure. Same stapler was used to complete the procedure. There were no adverse consequences reported.